Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter entrapment and shaft break occurred. The target lesion was located in the lower leg. A 4.00 mm x 20 mm nc emerge® balloon catheter was selected for dilation. During advancing the balloon over the wire, the shaft was kinked and was unable to advance. The device was pulled out and was exchanged with a 6.00 mm x 15 mm nc emerge® balloon catheter. The balloon was inflated several times in the left iliac artery. However, when the physician tried to removed the balloon catheter, the balloon would not come off the wire and the shaft was separated. The distal part of the balloon remained on the wire inside the body. The physician pulled the wire and retrieved the remaining balloon piece out of the patient's body. The procedure was completed with this device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by manufacturer: the nc emerge balloon catheter was received in two pieces. The guidewire protruded 63.5cm from the tip and 212cm from the separated distal shaft. The distal tip was damaged. The majority of the inner shaft within the balloon was buckled. The shaft was separated at the guidewire exit notch. A guidewire was received in the lumen of the distal shaft. The separated ends were jagged and stretched which indicates that the separation was due to tensile overload. The outer diameter (od) of the guidewire was measured. The inner diameter of the catheter could not be measured as the guidewire was stuck inside the lumen of the distal shaft and was unable to be removed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the direction for use states: "the nc emerge otw and nc emerge mr ptca dilatation catheters are indicated for the balloon catheter dilatation of the stenotic portion of a native coronary artery or bypass graft stenosis for the purpose of improving myocardial perfusion in patients with atherosclerosis.¿ (B)(4).

Event description:
It was reported that catheter entrapment and shaft break occurred. The target lesion was located in the lower leg. A 4.00 mm x 20 mm nc emerge® balloon catheter was selected for dilation. During advancing the balloon over the wire, the shaft was kinked and was unable to advance. The device was pulled out and was exchanged with a 6.00 mm x 15 mm nc emerge® balloon catheter. The balloon was inflated several times in the left iliac artery. However, when the physician tried to removed the balloon catheter, the balloon would not come off the wire and the shaft was separated. The distal part of the balloon remained on the wire inside the body. The physician pulled the wire and retrieved the remaining balloon piece out of the patient's body. The procedure was completed with this device. No patient complications were reported and the patient's status was fine.